Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer.

Event description:
The customer reported during patient use the this avea ventilator displayed the "low fio2" alarm. The customer reported the patient was having an episode of low oxygen saturation. The patient was placed on an alternate ventilator no further harm reported or known.